Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that ins was explanted and replaced, but the issue was said to not be resolved. The replacement took place at a different hospital. The ins was said to be in the thorax location and stimulation was on during the cardioversion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient in the hospital underwent a cardioversion therapy a few days ago. Now they can not access or recharge the ins anymore. The recharger can not establish a proper session due to a low battery. They tried recharging the ipg several times now for 2 plus hours each but ipg does not receive any power. Prior to the cardioversion, the therapy was not turned off. Further details about the cardioversion itself are unknown. A rep send pictures via teams indicating a closed-loop "low battery" recharging with "excellent" coupling. In this scenario, it is expected that the ins battery will increase. However, the rep stated that the recharging session lasts about 2 hours now, staying at the same level of charge. This indicates a hardware defect of the internal circuit might be broken.